Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated that the lancet protrudes from the end-cap of the lancet device. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.